Manufacturer narrative:
It was originally stated from the hospital that the device had been discarded. However, additional follow up found that the device had been saved and returned for examination. One 831f75p swan-ganz catheter was returned for examination. The reported event of catheter issue was not confirmed. All through lumens were patent without any leakage or occlusion. The balloon inflated clear and remained inflated for 5 minutes with the lab syringe without leakage. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. Thermistor temperature reading accuracy is +/- 0.3 c per the vigilance ii manual. No visible damage or abnormality was observed from the catheter body, catheter tip or balloon. Per edwards pressure monitoring IFU "poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively complaint pressure tubing, small bore tubing, loose connections, or leaks." The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.

Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. No corrective actions will be taken at this time. A review of the manufacturing records indicated that the product met specifications upon release. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use with a patient, the swan ganz catheter gave incorrect values. The distributor visited the hospital because the doctors had claimed that when inserting the catheter, it did not show pressure waveforms in the right cavity. A visit to the hospital verified that the swan ganz catheter was not giving correct values. A second catheter from a different lot was used and it worked correctly. No patient injury has been reported. The product cannot be returned at this time due to coronavirus. Patient demographics were unable to be obtained.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
Further follow-up indicated a correction to the date of event and patient demographics were obtained.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.